Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Manufacturing location: (B)(4). Manufacturing date: january 22, 2018. Expiration date: january 1, 2028. Part number: 04.037.123s, 11mm/125 deg ti cann tfna 320mm/left- sterile. Lot number: h547648 (sterile). Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna, bp55. Lot number: l643324. Lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55. Lot number: h474700. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated december 4, 2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: h492655. Lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80. Lot number: h345725. Lot quantity: (B)(4). Certificate of analysis supplied by metalwerks pmd inc. Dated march 9, 2017 was reviewed and determined to be conforming. Lot summary report dated april 13, 2017 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery by using the tfna nail. After the surgery, it was confirmed that the distal end of the tfna nail had been broken and the fracture was seen. On (B)(6) 2020, revision surgery was planned, in which the lcp distal femur (lcp df) system with the cable will be applied to the patient without removing the tfna nail in use. Concomitant device reported: tfna end cap (part number unknown, lot unknown, quantity 1); tfna blade (part number unknown, lot unknown, quantity 1); locking screw (part number unknown, lot unknown, quantity 2). This report involves one (1) 11mm/125 deg ti cann tfna 320mm/left ¿ sterile. This is report 1 of 1 for (B)(4).